Manufacturer narrative:
(B)(4).

Event description:
The patient stated that they received erroneous results when testing on coaguchek xs meter with serial number (B)(4). The patient did not believe the results on the meter due to a large variance in results obtained. The patient had an ear bleed that began on (B)(6) 2016. He believes that the bleed was related to inserting a q-tip too far into the ear canal. That bleed was difficult to stop, so this prompted him to test his inr. He was not provided any medical treatment during that time. He inserted gauze tissue and bandaged the area. He has been able to change that wrapping on his own when the blood has saturated the tissue. The following results were obtained on the meter on (B)(6) 2016: > 8.0 inr at 12:15 p.m., > 8.0 inr at 12:24 p.m., > 8.0 inr at 2:25 p.m.. Based on the high result, the patient was advised to stop taking warfarin and his new garcinia cambogia dietary supplement. He stopped taking warfarin and the supplement. On (B)(6) 2016 at 12:55 p.m., the patient stated he had a meter result of > 8.0 inr. Upon review of the meter memory, this value is not recorded. The customer then changed the batteries of the meter. The patient stated that he continued to test his inr on (B)(6) 2016 due to the previous high results that were obtained. The patient had the following meter measurements on (B)(6) 2016: 3.6 inr at 1:31 p.m., 5.3 inr at 1:33 p.m., 5.4 inr at 1:44 p.m.. Upon review of the meter memory, these values were measured on (B)(6) 2016. The patient said that he and his doctor determined that the last two results of 5.3 inr and 5.4 inr from (B)(6) 2016 were accurate. On (B)(6) 2016 at 12:21 p.m., the patient stated he had a meter measurement of 3.2 inr. Upon review of the meter memory, this value was measured on (B)(6) 2016. The patient stated that he used two vials of the same test strip lot number, expiration, and code number. Testing was performed each time using a finger that had not been stuck within the past 24 hours. The customer stated that test strips were dosed "around 15 seconds" after the finger stick, but could not confirm if blood was applied within 15 seconds. The patient also mentioned that he received several errors on the meter periodically around the time of the event. The patient stated that he was able to resolved the error by re-testing on a new finger. He believed the errors to be a result of inadequate dosing of the test strip. The patient was not adversely affected. The patient's therapeutic range was 2.0 - 3.0 inr. The meter has not been cleaned. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient is not on heparin or taking direct thrombin inhibitors. The patient has not had any other changes to medication. As of (B)(6) 2016, the patient was not taking warfarin since stopping on (B)(6) 2016. The patient said he has had additional chocolate and also ate a bowl of broccoli between (B)(6) 2016 in an attempt to increase vitamin k intake. The patient also stated he had some nosebleeds periodically from (B)(6) 2016. These were hard to stop, but he was able to cover the bleed with tissue. As of (B)(6) 2016, it was stated that the nosebleeds and ear bleed have subsided and stopped bleeding. The patient has had no other illness or symptoms. The patient's product was requested for investigation and replacement product was shipped to the patient. Relevant retention test strips (lot 144577-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 1241258-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was within specification. The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon further review of the meter memory, the following erroneous results were obtained: on (B)(6) 2015, the patient had meter results of 5.6 inr at 12:19 p.m. And 4.1 inr at 12:26 p.m.. On (B)(6) 2015, the patient had meter results of 4.6 inr at 12:29 p.m. And 3.0 inr at 5:26 p.m..